Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; the full lead was returned for analysis. The inner tubing was kinked/buckled. Blood was observed in/on helix mechanism and sleeve head.

Event description:
It was reported that during the implant attempt, the lead had positioning difficulties and the lead was over-retracted during a repositioning attempt. The lead was removed and replaced. No patient complications have been reported as a result of this event.